Manufacturer narrative:
The device was returned not deployed. The data showed that the first priming sequence ended at pulse 18 and deactivation occurred at pulse 28. A rotational sensor error was observed in the download data. The device did not run enough pulses during the priming sequence prior to deactivation to deploy the needle mechanism. The device was reset, connected to a pdm, and delivered a 5-unit bolus. The device deployed during the reset run. A rotational sensor error was observed at the beginning of the reset data. Excess flash was observed on the commutator cap. While excess flash was observed on the ratchet gear, it could not be conclusively determined if the excess flash contributed to the rotational sensor assembly malfunction which caused the device not to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.